Event description:
It was reported that the patient had been seen by paramedics with hypoglycemia. The patient's blood glucose levels reached 32 mg/dl while wearing the pod for an unknown amount of time. Symptoms reported include being unresponsive and seizing. The patient was treated with IV (intravenous) dextrose the patient was released 45 minutes later and did not go to the hospital. The pod was worn when seeking medical attention. It was also reported by the mother that the patient's physician made aggressive changes to the basal rates which led to the hypoglycemic event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.